Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc breast implant and experienced deflation postoperatively (side unknown). As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On apr 16 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. The device was received for analysis and during visual evaluation, an area of missing material was observed on the posterior view, measuring approximately 2.5 cm x 4 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation: upon visual inspection of the picture, it was observed that the implant was rupture. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% visual inspected prior to release. Manufacturer¿s reference number: (B)(4).